Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect and the lot met the releasing criteria. No manufacturing related issues were found during the investigation of this complaint. The event occurred during a stroke procedure utilizing a stent retriever. The current socrates 38 aspiration catheter IFU labeling warns against the foreseeable misuse of a stent retriever with the aspiration catheter. Breakage of the socrates 38 aspiration catheter was confirmed. The investigation results suggest the break occurred during removal due to a damaged guide catheter. The failure occurred from the damaged guide catheter by applying excessive force on the outer surface of the aspiration catheter.

Event description:
On 03 sep 2024, scientia vascular was notified that a socrates 38 (sc038-127-001, ln: 029278) aspiration catheter distal tip detached during a stroke procedure. The break occurred when the doctor was pulling the socrates 038 aspiration catheter into the cerebase guide catheter. The broken piece of the socrates 038 remained in the patient supported by a stent. The event was initially described as follows: "during a stroke the soc 127 / headway duo 167 / tiger 13 was advanced. Tiger 13 was deployed then constrained 50% and pulled back. It was then constrained another 25% to fit into the guide. While pulling everything back into the guide the tip of the soc127 detached and went distal. The doctor tried to retrieve it but could not. He ended up stetting over it." The complaint unit (socrates 038) was returned to scientia vascular on 10-sep-2024.